Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they had to replace battery every to 5-6 days, received failed battery test twice, backlight was dimmer, display screen was foggy had water condensation, several cracks where the insulin pump casing meets the display, the act button had to be pressed more than once to complete action and motor was sluggish and louder to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.